Manufacturer narrative:
H4: the lot was manufactured from may 28, 2022 - may 29, 2022. H10: the device was received for evaluation containing 61ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; approximately 15 to 20% remained in the device. This was observed during patient infusion. The device was filled with piperacillin/tazobactum 18g in 230ml sodium chloride 0.9%. The patient was also receiving daptomycin 470mg od through the same line after 23 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.